Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" and contrast buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "down" and contrast buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the "down" and contrast button contacts and the contrast button contact was found to be misaligned. Unrelated to the event cracks were observed around the display lens and on the battery compartment, and contamination was observed inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.